Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. The 80% stenosed target lesion being treated was located in the severely tortuous and severely calcified left circumflex and obtuse marginal (om) arteries. The lesion was predilated with a 2.50x15mm apex balloon catheter. A 2.50x32mm ion stent delivery system (sds) was advanced to the lesion and deployed at 12 atms. The stent was well positioned and well apposed. Upon withdrawal of the sds, resistance was encountered. The stent balloon was inflated to 2 atms and another attempt to withdraw the sds was performed without success. The non-bsc guide catheter was deep seated and the sds was then able to be removed intact. Upon removal of the sds, the tip of the non-bsc guide wire caused a dissection in the distal om. The patient was given nitroglycerin. It was decided not to perform any additional intervention as the vessel was small and the physician believed it would heal on it's own. No additional complications were reported, the patient's status is ok and the patient was prescribed intelligrin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).